Event description:
On 08/02/2000, the facility's buyer informed the MFR's representative of the following: the peel away introducer was defective (nature of defect unknown). The MFR's representative was transferred to the facility's nurse in the surgery dept who informed representative of the pt's ID#, name of surgeon, catalog/lot/sn of the implanted device and lot# of the introducer provided in the kit. Representative did not know the exact nature of the defect, but suspected that the peel away sheath did not peel away as intended. Additionally, it was not known if the device was available to be returned to the MFR for analysis. Representative would obtain the info needed and inform the facility's buyer. No further details were provided at this time.